Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Event description:
It was reported that the non-implanted pulse generator could not be interrogated using rf telemetry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.